Event description:
Identified a concern with the integrity of the catheter upon manipulation of the catheter. Recent shearing event reported at another campus (3500 form completed). Catheter from this campus obtained and preserved by risk manager. Batch number: reh1954.